Manufacturer narrative:
Exact date unknown, event occurred approximately six months ago.

Event description:
It was reported that the patient was experiencing prolonged ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.